Event description:
The customer contact reported the pt received less medication than intended. The device was returned to the biomedical engineering department with an unsigned note, that stated, "will not run all the way through the secondary." No tracking info was provided; therefore, specific pt info, pump programming or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.5ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). During testing, after the device was programmed in the piggyback mode, the device completed the delivery on the secondary line before switching to deliver on the primary line. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).